Event description:
The acid component of the dialysate comes in two different strengths. However, both bottles are exactly the same with the exact same label the only difference being the strength printed in small. Print in the bottom right hand corner.